Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred at the patient's left back side.

Event description:
It was reported that surgical site was draining. There was an unscheduled clinic visit. Medications were administered and oral antibiotics were prescribed from another clinic. Outcome was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kaxs, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kaxs, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).